Event description:
It was reported that the device could not be interrogated. Excessive battery discharge suspected. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. The depletion was caused by an internal anomaly in the battery.